Event description:
During a six month retrospective review of a customer's provue results by ocd's second level support (tac), a total of 10 questionable samples may have resulted incorrectly. A possible misread of ten negative reactions as 1+ reactions may have occurred in the anti-a microtube. Sample (B) (4) was tested on (B) (6) 2009. The false positive result was observed by the tech. The customer changed the result appropriately from a group a pos to a group o pos. The correct result of a group o pos was issued. The initial complaint reported on 7-7-09 was reported under medwatch #1056600-2009-00166. (B) (4)

Manufacturer narrative:
The ten retrospective review incidents are being reported under medwatch MFR#s 1056600-2009-00169 through medwatch MFR#s 1056600-2009-00178. (B) (4).